Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and high blood glucose levels. The customer's blood glucose reading was 506 mg/dl. The customer treated with a manual injection. The customer performed troubleshooting and verified that insulin exited with manual prime. The customer was advised that the device was working as designed and that the alarm was caused by a set or reservoir occlusion. The insulin pump was not replaced or returned for analysis.